Event description:
It was reported following implant of a medtronic transcatheter aortic bioprosthetic valve (tav) ((B)(6)) mild paravalvular leak (pvl) was noted; however, no treatment or symptoms were reported. Approximately five years, eight and a half months after the implant procedure, structural valve deterioration was reported with predominant aortic regurgitation (ar) and severe hemodynamic valve deterioration specified as a new occurrence or an increase of >=2 grades of intra-prosthetic ar resulting in >=severe ar. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement (tavr) procedure, valve-in-valve, was appropriate. Eight days after the valve failure was noted, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted valve-in-valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.